Manufacturer narrative:
Conclsuion: cause of event cannot be detrmined. Analysis: prod eval confirms the reason for return; visual exam found a break (tear) in the cannula wall, located 1.2 inches from the distal tip. The tear extends almost entirely around the circumference of the prod. Device inspection found damage noted to the inner spring component; the wire is broken and bent. An exact cause of the prod damage seen is unk; but it is unlikely the device was shipped in that condition. No subsequent change to the pt health status was reported related to the prod problem. Conclusion: no pt event. Findings from prod eval are inconclusive; an exact cause is unk fro the reported prod problem.

Event description:
Info rec'd indicates that during prod insertion, a tear was seen in the device material and pt hypotension was noted. The unit was replace during the case with no consequence, other than blood loss, reported for the pt.